Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched display window. The device was received cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. The device was received with missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was damaged. Customer's blood glucose was unknown. No further information reported.